Event description:
On (B)(6) 2016, the reporter (sister) for the patient contacted lifescan (lfs) canada alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter (hospital). The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy began on ¿(B)(6) 2016 at noon¿. The reporter claimed that on an unknown time prior to start of the alleged product issue, the patient was experiencing the symptom of sweating which he associated with a low blood glucose excursion. He then allegedly obtained a blood glucose result of ¿2.7mmol/l¿ on the subject meter and attended emergency room (ER) when he obtained a result of 1.6mmol/l on the hospital meter, performed within 30 minutes of each other. The patient manages his diabetes with insulin pump therapy. The reporter detailed that the patient drank some orange juice before attending hospital but could not keep it down and whilst in ER required unspecified treatment from a health care professional (hcp). At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure, the testing steps were correct and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the patient did not have any control solution to complete a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.